Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the investigation is based on the event description only. It was reported that a small part of the device remained in the patients bronchus, when the frova introducer was used to exchange a blocked tube. The small part was not retrieved, because the patient died, but reportedly the "death wasn't in relation to the complaint" as the patient was already in a critical state and suffered from "serious cancer". The frova introducer was not returned for investigation and without the actual complaint device it would be inappropriate to speculate at what may or may not have caused a small part of the device to flake off and remain in the patients bronchus. However, it is reported that the introducer was used to exchange a blocked tube of an unknown type, but the frova intubating introducer is intended to facilitate endotracheal intubation. Consequently, said use of exchanging a tube may have caused some friction and is considered likely to have been a contributing fact to a small part to flake off. According to the instructions for use the frova intubating introducer is intended to facilitate endotracheal intubation in patients where the visualisation of the glottis is inadequate and the 14 french catheter introducer has been designed for placement of a single lumen endotracheal tube whose diameter is 6 mm or larger. Also, it is noted that the patient died, but that the death was not in relation to the complaint and that the patient had serious cancer. No evidence to suggest the frova introducer was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Similar to device under PMA/510(k) k161813. Investigation is still in progress.

Event description:
Description of event according to initial reporter: a piece of device has been found in the bronchial tree of a patient during a fibrosis emergency. The patient was intubated but her tube was blocked at the distal extremity by a blood clot. So, the physician used a frova (c-cae-14.0-70-fic) to exchange the tube. A small part of frova remained in a bronchus of the patient. It wasn't retrieved because the patient died. Additional information received 08jul2019: it was used with a single lumen tube, not a double. Additional information received 09jul2019: the patient had a very serious cancer. The patient death wasn¿t in relation to the complaint. Patient outcome: the patient died.